Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The second xience v 3.0 x 28 (part 1009529-28, lot 9091541), indicated is being filed under this MFR #.

Event description:
Device issue: none. Adverse event: acute stent thrombosis/death. Onset of adverse event: during the procedure post stent deployment. It was reported that the procedure was to treat an acute myocardial infarction and primary angioplasty was done. There were two lesions, one at the proximal left anterior descending (lad) and the other at the distal lad. First a whisper es guide wire was advanced past the lesions. Then pre dilatation was done with a voyager 2.0 x 15 balloon catheter. A xience v 3.0 x 28 was deployed in the distal lad and a xience v 3.0 x 23 mm stent was deployed in the proximal lad. Just after the deployment of the stents, the pt died on the table. Later, the doctor reported that this was a cause of stent thrombosis. No additional event or pt information is available.